Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because of a low rate and could not be interrogated. Cpi minimum longevity at nominal settings with a 500 ohm lead is 60 months.